Event description:
The customer reported that everytime the surgeon used this cable and wiredriver to perform an acl procedure, the patient would jump; described as a muscle twitching. The surgeon obtained back-up device to complete the surgery without further problems. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigation report: this cable was received for evaluation. During testing of this unit, it failed ground bond and hi-potential testing. In addition, the evaluator found the mode selector button with a crack in the insulation. Further evaluation found no service history for this cable with a manufacture date of april 2004. Associated report#: 1017294-2009-00003. The instruction manual provides the following general warnings to the user: do not excessively bend or kink the instrument handpiece cord or power cord. Always inspect cords for signs of excessive wear or damage. If wear or damage is found, discontinue use and replace immediately.